Manufacturer narrative:
Lens work order search: no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -8.50/1.50/65 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2022 the lens was exchanged for a same size spherical model lens due to lens rotation. The replacement lens resolved the problem.

Manufacturer narrative:
B5 - the lens was repositioned on 03 jan 2022 which did not resolve the issue. The replacement lens resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).